Manufacturer narrative:
Initial.

Event description:
It was reported that the ilet pump displayed a persistent ¿charge ilet now¿ message despite being placed on multiple chargers and outlets overnight, with a solid green charging light observed, and device logs showed erratic battery percentage consistent with a premature battery discharge related to the battery component. Symptoms included no clinical signs, symptoms, or conditions. Outcomes included no health consequences or impact. Investigation included communication with the user and analysis of information provided by the user, including photos and device logs. Investigation of this case revealed an energy storage system problem consistent with premature battery discharge linked to the battery component. It was concluded, based on previously established findings for similar reports, that the cause was traced to a component failure.